Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred before use with a syringe 5ml ls 23ga 1in. The following information was provided by the initial reporter, "broken packaging."

Event description:
It was reported that sterile breach occurred before use with a syringe 5ml ls 23ga 1in. The following information was provided by the initial reporter; "broken packaging."

Manufacturer narrative:
Investigation: one photo and one actual sample with an open package was received by our quality team for evaluation. Upon visual inspection the photo and sample received, it was observed that the blister package was torn due to a difficult tear issue; there for the reported failure can be verified. On the received sample, it was also observed that there were unclear perforation cut lines which caused the difficulty in opening the packaging a device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident is related to the perforation knife during the packaging process have wear causing unclear perforation cut lines and the production technician did not detect the defect.